Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and the lens became damaged so the surgeon decided not to use the lens. There was no patient contact or injury.